Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the t1 implant missing and the t2 implant pushed down the channel of the insertion device with the actuator bar underneath the implant instead of behind it as it was designed. The suture where the t1 implant was attached is fractured and frayed. There is biological debris on the insertion device under the white depth guide. A functional evaluation was performed on the returned device and found it cycles as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the fast fix 360 assembly process, found the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. A review of the suture material specification found a material certification of analysis is required with each lot. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the t1 implant missing and the t2 implant pushed down the channel of the insertion device with the actuator bar underneath the implant instead of behind it as it was designed. The suture where the t1 implant was attached is fractured and frayed. There is biological debris on the insertion device under the white depth guide. A functional evaluation was performed on the returned device and found it cycles as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the fast fix 360 assembly process, found the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a knee arthroscopy, the fast-fix was without a t implant. It is unknown how the procedure was completed; however, no surgical delay was reported. No further complications were reported. Patient's health condition is stable. Per the results of the investigation, the visual inspection found the suture where the t1 implant was attached is fractured and frayed.